Event description:
2023-10-18: integrum received unit i9088 with a report form stating that the axor ii lost suspension 4-5 times over a short period of ambulating at home. The reported date of experience is 2023-09-23, however integrum was not informed prior to receiving the unit. No fall or injury reported. 2023-11-03: technical investigation of unit i9088 has been performed and the reported issue could not be replicated, the unit passed the gripping test during investigation. It was however noticed that the clamps had marks indicating that the abutment has not been inserted all the way into the axor when used. In addition it was found that the clamps were mounted in the wrong sequence. Manufacturing investigation performed; no deviations were found - the clamp sequence was according to specification when released from integrum. The clamps were re-arranged and a standard service was performed, the axor ii was tested according to specification with approved results. The unit will be returned to the customer with a feedback report highlighting the importance of donning the axor ii according to the IFU, and that the axor ii should not be used if a stable connection cannot be achieve and following "axor ii top components inspection instruction" when servicing the device.